Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, error m-02 had occurred on the vio integrated electrosurgical generator unit (iesu). Prior to the customer contacting an intuitive surgical, inc. (Isi) technical service engineer (tse), the customer had rebooted and reset the monopolar bipolar cables, but the reported event reoccurred. The customer used an external generator for the monopolar effect. The system log review revealed error m-02. There was no patient injury or harm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device, intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. While a definitive root cause cannot be established, the probable root cause of error m-02 is attributed to a faulty component in the iesu. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.